Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test and excessive no delivery test. However, the insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 198 mg/dl at the time of incident. The insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.